Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed a low flow event consistent with a material, such as thrombus, passing through the pump; however, thrombus could not be confirmed through this evaluation. The controller event log file contained events from 06feb2025 through 11feb2025. A sudden decrease in pump flow, to values ranging from 0 ¿ 2.0 lpm, was captured on 11feb2025, which resulted in a continuous low flow hazard alarm. The log file also recorded motor instability and rotor noise faults just prior to and following the conclusion of the low flow state. Consistent with the controller event file, the left ventricular assist device (lvad) event log file also captured the decrease in pump flow on 11feb2025. Increases in rotor noise and rotor displacement values were observed during this time, along with rotor noise faults. The files showed that flow ultimately recovered, and rotor parameters returned to normal. No other notable events associated with the pump were captured, and the pump appeared to function as intended throughout the duration of the files. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website.

Event description:
It was reported that during left ventricular assist device (lvad) implant, the patient required a centrimag right ventricular assist device (rvad). The patient had moderate right ventricle dysfunction pre-implant with central venous pressure of 20. A device related issue did not contribute to the right heart failure. The patient's central venous pressure increased and on echocardiogram the right ventricle was full and not squeezing. The patient remained on centrimag as of (B)(6) 2025 but was tolerating weaning. The plan of care is to continue to wean and progress the patient. Additional information provided that the patient was having low flow events on (B)(6) 2025. Log files were sent for review, and the event file appeared normal until (B)(6) 2025 between 1:21:03 and 1:24:00 when flow and power decrease with pulsatility index (pi) elevating. The pump appeared to be operating as intended. The pump speed tracked as intended with the set speed adjustments and was operating in normal temperature ranges. Near the end of the event file the pump parameters showed some recovery. The site reported the patient was doing well on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.